Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the battery life is shorter than expected for the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was intended to be implanted within the common bile duct of a patient with a malignant biliary tumor, during a stenting procedure on (B)(6), 2010. According to the complainant, the patient's anatomy was not dilated prior to stent implantation. During the procedure, the user was unable to reconstrain the stent. The partially deployed stent was removed from the patient without issue. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.